Event description:
It was reported leak was observed from the connection between filter and tubing of an interlink vented paclitaxel set during priming the set with unknown chemo therapy medication. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.